Manufacturer narrative:
(B)(4). The reported condition was not confirmed. The assignable cause was undetermined. The device was not returned for evaluation. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. Should additional information become available, a follow up MDR will be sent.

Event description:
A registered nurse (rn) contacted global technical services regarding a overfill alarm that occurred on the home choice (hc) unit during use. The rn stated at the time of the call they were not near the machine, the home patient (hp) had called the rn stating the machine had alarmed and to call the nurse. The rn wanted to know if the new 10.4 software was giving this alarm. The technical service representative (tsr) explained the alarm and that the alarm indicated the hp had drained 200% of the max fill volume. The tsr asked if the hp had any increased intra-peritoneal volume (iipv) symptoms, and the rn stated no. The rn stated the hp pressed stop then go to clear the alarm and resumed therapy. The tsr explained the hc needed to be swapped. The rn stated he will visit the hp and review the alarm log, and programming. There was no injury or medical intervention was reported.